Event description:
It was reported that during preparation of the balloon catheter, it appeared to be leaking from the proximal shaft. There was no patient involvement.

Event description:
It was reported that during preparation of the balloon catheter, it appeared to be leaking from the proximal shaft. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Magnified inspection confirmed that the inner shaft was appropriately seated in the hub and there was adhesive present in the adhesive cavity as intended. Magnified view of the inner shaft revealed a hole directly aligned with the inflation port. No other damages or irregularities were observed. No tools are inserted in the manifold inflation port during assembly and the device is tested for balloon inflation/deflation performance with vacuum decay testing. It is probable that the damage to the inner shaft may be due to a perforation with a needle or guidewire during handling of the device at the preparation stage. Therefore, a root cause of handling damage has been assigned to this investigation.